Event description:
Report received of a tubing leak at the cassette. A pt had been ordered to have a blood transfusion due to a low hemoglobin level. The customer states the set primed fine and there was no leaking noted at the time of priming. The transfusion was begun and the clinician left the pt's room for a few minutes. Upon return to the room, the clinician noticed the blood was leaking from the cassette, into the pump and onto the floor. The customer was unable to determine where the leak was on the tubing but it appeared to be coming from somewhere near the cassette. Although requested, it was unk how much blood had leaked. Another bag of blood and tubing were hung without problem. No report of adverse pt effect. Additional pt info was requested, but no further info was available.